Event description:
The customer reported that the access 2 immunoassay system generated erroneous positive accutni results within the risk stratification range for one patient sample. The erroneous result was not reported out of the laboratory; hence, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The sample was collected in a lihep plasma vacutainer sample tube. System checks performed on (B)(6) 2011, and (B)(6) 2011 all passed within instrument specification. Qc was performing within the customer's established limits on the date of the event. Repeat testing was performed on the patient sample and the customer obtained lower results in the normal reference range. On (B)(6) 2011, a field service engineer (fse) performed the following: removed and cleaned the instrument wash wheel. Replaced all aspirate probes and the associated tubing. Fse verified hardware operation by performing a passing system check and a passing high sensitivity system check within instrument specifications. Although repairs were completed at the time of instrument service, a definitive root cause for this event has not been determined to date.